Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a driver used for tlif (transf oraminal lumbar interbody fusion) therapy. It was reported that instrument broke while pre-loading screws. Product was not a first time use and has been used for many surgeries there was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #(B)(4): part # 5584111, lot # sw19e016 visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has broken. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.